Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz2836 showed one other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported that the end-stage patient was bedridden in the ICU for two years, with high muscle tension, no special medication, and a history of three catheterizations. This time, the catheter was inserted from the right basilic vein that has been ipsilaterally accessed for catheterization several times. During the hospitalization, the hospital stated that blood return was seen during catheter maintenance and aspiration, but resistance was met during injection of the medicinal liquid. The nurse reported this to the doctor on duty, who ordered to remove the catheter considering 303 indwelling days of the catheter and no special medication taken. The nurse routinely removed the catheter without evaluating the risk factors presented by the greater resistance during injection, such as catheter thrombosis and adhesion of the catheter to the blood vessel, nor the high-risk factors such as the high muscle tension in the patient. After 2 cm of the catheter was withdrawn, breakage occurred with the portion remaining inside the patient with the ruptured external end flat. The vascular surgery department performed interventional operations. Was retrieved for three times and the catheter at the cannula was ruptured each time when the retrieval device contracted. Multiple breakages occurred. Now, two ruptured catheter residues are floating in the left lung internally and one in the right lung. Around 20-21 cm of the remnant was left in the upper arm.